Event description:
Information from study; dr. Implanted 8 patients with 2x7 sling mesh. Of the 8 patients, there was one incident of granulation tissue at the site of the vaginal incision. A procedure was performed to clean, and close vaginal wall. No further information provided.